Manufacturer narrative:
Device evaluation summary: the reported issue that the batteries would not charge properly was verified during service. During inspection, the service technician found the batteries had dissipated and would not charge. The customer informed that they had not charged properly the batteries. The issue was resolved by replacing the battery,12v,6.5 ah ,certified *2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the batteries would not charge properly. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the battery was installed in the instrument on (B)(6) 2024. The lot number of the battery removed from the instrument was (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.